Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017 and customer had low blood glucose level since sunday.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl and 57 mg/dl at the time of the incident and current blood glucose level was 104 mg/dl. The drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not return device for analysis.